Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via facility medwatch (medwatch form# mw5151105), that the patient initially had an unsuccessful lead revision (MFR # 3006630150-2024-01440) which resulted to a staph infection. The physician waited until the infection cleared, then a new lead was put in.